Manufacturer narrative:
Correcting ams aware date from (B)(6) 2016 to (B)(6) 2016. Correcting reportability awareness date from (B)(6) 2016 to (B)(6) 2016.

Event description:
It was reported that during a prostate procedure @ 229,154 joules of use and 29:44 minutes, "light firing in axis, not stopping firing." It was further reported that "they stopped the treatment as the prostate was anyways very big and the doctor wanted to remove it in 2 steps". Reporter advised that further "information is not available anymore". Patient outcome: "no injury to patient".

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-427a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was not cleaned during the procedure.